Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient presented to the emergency room (ER) with a tachy episode. During this episode, this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) three times and 41 j shock. It was noted that this patient has a history of atrial fibrillation (af). Technical services (ts) was consulted to determine if the arrhythmia was af with rapid ventricular response (rvr), or dueling tachycardia. Ts confirmed that af was present at the start of the episode, however two right ventricular (rv) sense beats triggered rv pacing. The rate suddenly increased to approximately 200 peats per minute, with onset and stability sudden and stable. Atp was not effective; however, 41 j shock broke the arrhythmia. Ts determined this therapy was appropriate for dueling tachycardia and suggested to keep the programming as is. This crt-d remains in service. No additional adverse patient effects were reported.